Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "planned deflated implant," and "membranous fibrous tissue with chronic inflammation and calcification." Device has been explanted, and replaced.

Event description:
Healthcare professional later confirmed that the event of deflation to not have occurred.